Event description:
The knee was debrided and washed out. Polyethylene insert changed due to a low grade infection.

Manufacturer narrative:
The investigation found there was not sufficient information returned to us for evaluation and the complaint was closed down on the (B)(6) 2012 with a non-verifiable root cause due to insufficient information being provided. Should the information be provided in the future, the complaint will be revisited.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.